Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the manufacturer) and b(B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 12.5 ml/h and a volume to be infused (vtbi) of 100.0 ml (8 hours). The results were within specification at 101.0 ml, 103.0 ml, and 103.0 ml, no free-flow occurred with the door closed or opened. The pump's operational log was reviewed. The event date was reported at (B)(6) 2012 (approximately 12:00 am), however there were no infusions of sandostatin (octreotd) with a rate of 12.5 ml on this date. But, the log does show an infusion of sandostatin (octreotd) was programmed using the drug library on (B)(6) 2012 at 1:06:35 am. A "new volume set; 250 ml", "new vtbi set: 12:50 ml/h" were selected. At 1:08:33 am, the infusion was started. At 2:08:11 am, the infusion was stopped with a total volume infused of 12.42 ml or 100.0% of the expected volume. At 2:08:13 am, the infusion was re-started and stopped at 8:19:24 am, with a total volume infused of 77.31 ml or 100.0% of the expected volume. At 8:19:24 am, the infusion was re-started, then at 8:21:30 am, the infusion was stopped with a total volume infused of 0.36 ml or 103.1% of the expected volume. At 8:21:42 am, the infusion was re-started, then at 8:23:31 am, the infusion was stopped with a total volume infused of 0.38 ml or 100.0% of the expected volume. At 8:23:51 am, the infusion was started again and immediately stopped at 8:23:52 am, with a total volume infused of 0.01 ml or 250.0% of the expected volume (infusion time was for 1 second and infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 minutes, at a rate of 25.0 ml/h). At 8:26:40 am, the pump was placed in standby mode and then at 8:37:26 am, the standby mode was turned off. At 8:37:29 am, the infusion was started again and immediately stopped at 8:37:31 am with a total volume infused of 0.01 ml or 144% of the expected volume (infusion time was for 1 second and infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 minutes, at a rate of 25.0 ml/h). At 8:37:43 am, the infusion was again re-started and immediately stopped at 8:37:45 am, with a total volume infused of 0.0 ml. At 8:37:55 am, a new volume to be infused (vtbi) of 259.50 ml was entered. At 8:37:57 am, the infusion was re-started, rate of 12.5 ml/h. At 16:19:10, the infusion stopped due to an "air bubble alarm" with a total volume infused of 96.08 ml or 100.0 % of the expected volume. At 16:20:00, the alarm was turned off and the disconnect pt message was displayed. At 16:20:05 am, a purge was initiated and at 16:20:10, the purge was completed. At 16:34:43, a tubing change was requested and at 16:35:16, the pump was unplugged and not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.

Event description:
As reported by the user facility: reference# (B)(4). Serial# (B)(4). Pump set to infuse 250 ml of sandostatin; 12.5cc/hr for 20 hrs and it completed in 8 hours. Event date: (B)(6) 2012 at approximately 12:00 am. No pt injury.